Manufacturer narrative:
Initial reporter addr 1: (B)(6). Investigation summary: no photos or samples were received by our quality team for evaluation a device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for peelback could be due to tubing material. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis. We value the satisfaction of our customers and thoughtfully consider all reported complaints. Investigation conclusion: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Based on the verbatim, the probable root cause for peelback could be due to tubing material. CAPA# 81917 was initiated to address the issue. Complaint trend would be monitored. Complaint will be reopened when sample is returned.

Event description:
It was reported that 3 neoflon 24ga 0.7mm od 19mm l experienced damaged catheter tips. The following information was provided by the initial reporter: while cannulating with neoflon 24g in pediatric cticu for a patient, hcw noticed neoflon 24g tip damage/peelback for 3 IV cannulas continuously for same patient.